Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Additional information: this is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a portion of echelon device from the anvil and channel area. Can be seen the jaws in open position. The second photo shows the advancer knife and appears to be the jaws in open position. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # 118a88. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not be closed. The knife was returned to the home position. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No conclusion could be reached as to how the knife was partially advanced. The event reported was confirmed and it is related to improper use of the device. The condition of the articulation is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during endoscopic low rectal surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.